Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) md. Office notes. Here to reschedule ventral hernia repair. Doing well and is ready to have it done. It is starting to cause him pain. Medication: lisinopril, aspirin, levitra, coumadin. History: pulmonary embolism (post-op), hypertension, shortness of breath. Cystoscopy 2008, right axillary lymph node biopsy 2008, exploratory lap for retro-peritoneal mass. Social history: smoke approximately 10 cigarettes daily, started at age 20. Marijuana use 2 years ago, cocaine use 1 month ago. Alcohol; yes, 6 pack beer daily, also drinks on the weekend. Occupation; fork lift driver. Exam: abdomen; soft, bowel sounds normoactive, 5 cm slightly tender reducible ventral hernia at superior aspect of the midline incision. Impression/plan: incisional hernia. Surgery(B)(6) 2009. (B)(6) 2009: (B)(6) md. Operative record. Preop diagnosis: ventral hernia. Postop diagnosis: ventral hernia. Procedure: ventral hernia repair with mesh. Clinical findings: the patient has multiple hernia defects above the umbilicus in the midline, each measuring 3 to 4 centimeters. Total defect measured 6 x 12 centimeters with no evidence of incarceration or strangulation. Procedure: ¿the patient was brought to the operating room and after induction with general anesthesia the abdomen was prepped and draped in the sterile manner. An upper midline incision was made through the old incision and around it, elliptically removing all previous scar tissue. The incision was carried down to the umbilicus. Dissection continued deep into the wound. A 4 centimeter hernia defect was found at the superior aspect of the old incision. The peritoneal cavity was entered. The peritoneum was opened. The patient inferiorly revealed two more defects, which measured 2 to 4 centimeters. All defect were connected into one large wound that measured 6 x 12 centimeters. Inspection of the rest of the lower incision revealed no other hernia defects. There was no evidence of strangulation or incarceration of bowel. No adhesions were present. A 15 x 19 centimeter piece of gore-tex dual mesh was used for the repair. #0 gore-tex suture placed at six points along the edge of the mesh and six tiny incisions were made of centimeters from the edge of the wound using the endo stitch sutures were tied down and the mesh was then attached to the left lateral side of the anterior abdominal wall beneath all layers. Next, the spiral tacking device was used to securely affix the mesh to the anterior abdominal wall from the inside. Generous incision was then made in the mid portion of the mesh. The sutures on the right side were tied down in a similar manner. Again, the spiral tacking device was used from the inside to tack the mesh to the anterior abdominal wall circumferentially until the mesh was securely attached. Good 5 centimeter coverage of all hernia defects was achieved. Next, the incision that had been made in the mid portion of the mesh was closed using a running 0 gore-tex suture, running 0 pds suture was then used to close the edges of the peritoneum and fascia over the mesh. Subcu was irrigated with saline and closed with a running 2-0 vicryl suture. The skin was closed with stapling device. ½% marcaine with epinephrine was used as a local anesthetic. The patient tolerated the procedure and was taken to the recovery room in satisfactory condition.¿ ??/??/??: [missing records: records pertaining to the previous abdominal scar were not provided.] (B)(6) 2009: (B)(6) center. Implant record. Gortex dual mesh biomaterial. Ref: (B)(4).. Lot: 05518682. Exp: 10/31/2012. Inserted per (B)(6) . The records confirm a gore® dualmesh® biomaterial (1dlmc04/05518682) was implanted during the procedure. (B)(6) 2018: (B)(6) md. Operative record. Preoperative diagnosis: recurrent incisional ventral hernia. Central obesity. Postoperative diagnosis: same as above. Indications for procedure: 55-year-old male with a recurrent midline incisional ventral hernia. Name of operation: laparoscopic recurrent incisional ventral hernia repair with intraperitoneal primary closure and placement of pariatex mesh. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Specimens: none. Implants: pariatex mesh, 12 cm. Blood administered: none. Complications: none. Disposition: observation. Operative report: ¿the patient was brought back to the operating room and a timeout was performed. Following the timeout, the patient was induced into general anesthesia in standard fashion. The abdomen was sterilely prepped and draped. I inserted a veress needle into the left upper quadrant with insufflation of approximately 2.3 l of co2 to a pressure of 15 mmhg. I entered the abdominal cavity at various sites in the left upper abdominal wall using a 5 mm 0° scope with a 5 mm trocar. I then placed a 10 mm trocar in the left mid abdominal wall laterally, as well as a 5 mm trocar in the left lower lateral abdominal wall. Unfortunately, due to the positioning of the patient¿s abdominal wall and the significant amount of intra-abdominal scar tissue, had to replace the initial visualization port, which was in the left upper lateral abdominal wall to a lower position. I closed this 5 mm port site after repositioning it more posteriorly. There were numerous intra-abdominal adhesions, mostly due to the patient¿s previous intra-abdominal mesh. I spent approximately 1 hour lysis intra-abdominal adhesions. The vast majority of these adhesions were omental to the previous mesh. The colon was found to be adhesed to the mesh itself, but fortunately the adhesions were very loose and easy to ligate without coming near to the surface of the colonic adventitia. After dissection was completed, I was able to visualize the hernia defect itself which was just above the umbilicus and was approximately 5 cm in length and 3 cm in width, though the defect was not one large hole but rather a series of multiple smaller fascial defects which totaled approximately 5 x 3 cm. The hernia itself was transverse and diagonal across the long axis of the abdomen. I reduced the intra-abdominal contents which were only omental fat, though there was a significant amount of it. The previous hernia had been repaired using gore-tex dualmesh and titanium spiral tacks. The mesh was obviously well incorporated, so I felt it using it as a basis to close the remaining defect was beneficial to the patient. My plan was to perform a primary closure to the mesh followed by a buttressing with an underlay secondary mesh. I proceeded to perform an intraperitoneal primary closure using an endo stitch and v-lock suture to primarily close the hernia defect. This was a running closure, with at least 1 cm distance from the fascial edge and 1 cm advance between each bite. I was able to achieve closure of the fascial edges of approximately two thirds of the fascia, but at this point both the fascia and the remaining dualmesh became so thickened that it became very difficult to pass the endo stitch through the fascia and through the dualmesh. Several of the v-lock sutures became dislodged from the device and had to be removed. At this point, I close the remaining portion of the wound with the intraperitoneal transabdominal suture passer which was able to completely approximate the fascia using #1 pds. I tested the repair with palpation, and found no remaining defect between the fascial edges. This resulted in a primary fascial closure using a [sic] intracorporeal v-lock suture and transabdominal suture passer. I then placed a parietex 12 cm ventral hernia mesh in place over the defect effecting an underlay repair. The mesh completely covered the defect, which had been closed transabdominally. We had greater than 3 cm of overlap with this mesh on each side of the hernia. I used a secure strap absorbable suture tacker to tack the mesh in place on the anterior abdominal wall in a circumferential fashion. I placed 2 transabdominal anchoring sutures to the mesh. I then injected all the remaining marcaine in a circumferential fashion into the muscle around the hernia closure for postoperative anesthesia. I thoroughly investigated the area for any signs of occult injury or bleeding, none was found. All gas was allowed to exsufflated from the abdomen and the scope was removed. The patient was allowed to recover in the postanesthesia care unit in stable condition.¿ outpatient discharge plan: recurrent ventral incisional hernia. Status: acute. Discharge medications and orders: continue lisinopril, hydrochlorothiazide, atorvastatin, tamsulosin, amlodipine. No action: albuterol. Instructions: [record cuts off] a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6) center. (B)(6), md. Emergency department. Presented with back pain, lower back pain x 1 month and increased left flank pain for 2-3 days. Exam: gi: normal bowel sounds, non tender, soft, no organomegaly. Back: cva left tenderness. Discharged home, improved. Primary impression: flank pain . (B)(6) 2013: (B)(6), do. Radiology: CT abdomen and pelvis without contrast. Comparison CT abdomen and pelvis with contrast (B)(6) 2008. Since the prior CT study there is no longer evidence of retroperitoneal mass adjacent to the aortic bifurcation. Status post ventral abdominal herniorrhaphy above the level of umbilicus. There is a tiny fat containing paraumbilical hernia. No evidence for diverticulosis or diverticulitis. Impression: 1. No evidence for radiopaque stones of the kidneys or ureters and no evidence for obstructive uropathy. 2. No evidence for acute inflammatory process of the abdomen. 3. Since the prior CT study there is no longer evidence of retroperitoneal mass adjacent to the aortic bifurcation. 4. Status post abdominal herniorrhaphy above the level of the umbilicus. 5. Tiny fat containing paraumbilical hernia. 6. Atherosclerosis . (B)(6) 2014: (B)(6) center. (B)(6), md/ (B)(6), np. Emergency department. Chief complaint: flank pain. Right flank pain for 2 years. History of present illness: ¿c/o left side pain, states hurting for two years, worse last two days. Denies known injury, denies n/v/d. No fever. States sx worse this am. To ER via ems for evaluation. Out of blood pressure medication for one month.¿ physical exam: gi: ¿pain is worse with movement, no pain with palpation.¿ impression and plan: condition improved. Musculoskeletal pain and uncontrolled hypertension. Home, self-care . (B)(6) 2014: (B)(6), md. Radiology-CT stone search without contrast. Comparison noncontrast exam on (B)(6) 2013. ¿no apparent ureteral stone or hydronephrosis and the kidneys are of normal size and shape. Patient status post ventral supraumbilical hernia repair with mesh material in place. Small fat containing paraumbilical hernia present .¿ (B)(6) 2015: (B)(6) center. (B)(6), np. Emergency department. Chief complaint elevated blood pressure. Bp 190/120. Reportedly has been out of his medications x I month and does not have a primary physician. Also admits that the blood pressure medication previously prescribed caused problems with erectile dysfunction. Impression: uncontrolled hypertension. Medications: norvasc. Discharged to home. Condition improved . (B)(6) 2015: (B)(6) surgery & urology. (B)(6), md. Office visit: problems: hypertension, arthritis of knee, disorder of rectus sheath. Medications: gabapentin, lisinopril, ultram. History of present illness: this is a 52 -year -old male with a somewhat confusing medical history. He is seeing me today for two reasons, he is concerned that there is some recurrence of his ventral hernia, as well as he is in need of a screening colonoscopy regarding the ventral hernia. I think this was mostly due to some discussion with his primary care doctor as well as he has noticed ¿a bulge" when he is attempting to set up. Regarding his colon, he has never had a previous colonoscopy. Physical exam: ¿abdomen: inspection and palpation no tenderness, guarding, masses, rebound tenderness, or cva tenderness and soft and non-distended. Bowel sounds normal. Hernia none palpable. I could not appreciate a hernia. There was an eventration present, but no fascial defect.¿ assessment/plan: ¿this 52-year-old male needing screening colonoscopy and with a eventration of his abdominal wall. Regarding his eventration, I do not feel or appreciate any hernia. This seems to be a thinning out of the muscle. I did state that he does have some mild opacity, so it might be difficult to appreciate hernia if it was small. I did offer a CT scan to fully appreciate this, but he said he would like to think about it. We will follow up on this on his subsequent visit.¿ 1. Screening for malignant neoplasm of colon. 2. Disorder of rectus sheath. Followup on (B)(6) 2015 . (B)(6) 2015: (B)(6) center. (B)(6), md. Colonoscopy: findings: ¿there were a few scattered diverticulum, mostly present in the ascending and transverse colon .¿ (B)(6) 2015: (B)(6) center. (B)(6), md. Radiology CT abdomen and pelvis with contrast. Indication: left upper quadrant pain. Study compared to (B)(6) 2008 and (B)(6) 2014. Findings: ¿anterior abdominal wall mesh seen in satisfactory position. Bowel loops do appear normal and some scattered diverticula the seen in the ascending colon.¿ conclusion: small fat filled umbilical hernia. Diverticulosis seen in the ascending colon. This thickening may be associated with underfilling of the bowel or may represent area of colitis . (B)(6) 2016: (B)(6) center. (B)(6), md. Hospital admission . (B)(6) 2016: history and physical: ¿he presents with 2-3 days increasing abdominal pain. He states that pain is been ongoing for 2-3 days however, his fiancée, who is present also, states that this is been going on off and on for several months.¿ medications: gabapentin, lisinopril, albuterol sulfate. Appearance: obese. Physical exam: abdomen: his abdomen is diffusely tender and moderately so. No guarding or rebound. It is a little more tender in the epigastric area. Chronic copd. Former smoker, quit 2 years ago . (B)(6) 2016: (B)(6), md. Radiology abdominal ultrasound, limited to right upper quadrant. Impression: nonvisualized pancreas. Hepatomegaly. Fatty infiltration of the liver versus hepatocellular disease . (B)(6) 2016: (B)(6), md. Radiology CT abdomen and pelvis. History of abdominal pain and possible mass. ¿no abdominal masses or adenopathy are noted. No abnormalities of the stomach or the abdominal portions of the large or small bowel are noted. A small fat containing umbilical hernia is present. Herniorrhaphy mesh is attached to the inner anterior supraumbilical region of the abdomen.¿ impression: findings consistent with acute pancreatitis . (B)(6) 2016: discharge summary. (B)(6), md. Hospital course: (B)(6) is a 53 year old male who presented to the ed with abdominal pain and admitted with acute alcoholic pancreatitis and hepatitis. Assessment: acute delirium, alcoholic hepatitis, alcoholic pancreatitis, copd, etoh abuse, leukocytosis, pulmonary nodules. Discharge medications: norco, duoneb, miralax, senokot, and prednisone. Plan: discharge home with follow up in one week. Continue bland diet, slowly advance as tolerated. Increase activity as tolerated. Avoid alcohol. Home health. Condition stable. (B)(6) 2017: (B)(6) center. (B)(6), md. Hospital admission . (B)(6) 2017: (B)(6), md. History and physical. Presents to the emergency department today with 2 day history of cramping and dark colored urine. Patient stated that the cramps for generalized in location, comes and goes, but rated 10/10 in worse case. Former smoker, 1 pack daily for 20+ years. Drinks wine. Abdominal exam: no mass or tenderness. Assessment: acute kidney injury, copd, alcohol abuse, alcohol hepatitis, muscle cramps, dehydration. Obese. Acute renal failure . (B)(6) 2017: (B)(6), md. Radiology CT abdomen and pelvis. Aorta exhibits marked tortuosity with mild to moderate artherosclerotic calcifications extending to the iliac arteries bilaterally. Abdominal wall again demonstrates evidence of prior ventral herniorrhaphy. There is redemonstration of 2 supraumbilical ventral hernias one paracentral to the left and a second more superior paracentral to the right, stable. Impression: redemonstration remote ventral herniorrhaphy. Redemonstration of 2 fat filled supraumbilical ventral hernias as described above, stable . (B)(6) 2017: (B)(6), md. Discharge summary. (B)(6) is a 54 year old male admitted with acute kidney injury, muscle cramps and alcohol abuse. He was started on IV fluids and the acute kidney injury has resolved. There is no electrolyte abnormalities at this time. I suggested he goes to aa but he declined. Medically he is stable and his hospital course has been otherwise uncomplicated. Discharge medications: librium, lisinopril, hydrochlorothiazide, lipitor, besylate, inderal, ventolin and flomax. Discharged to home, self care. Cardiac diet . (B)(6) 2018: (B)(6) center. (B)(6), md. Radiology CT abdomen and pelvis. Indication: umbilical hernia. Patient presents with abdominal pain and diarrhea for 3 days. Comparison: CT abdomen (B)(6) 2017. Findings: gl system: wall thickening of the proximal and mid stomach which is likely related to under distention, although gastritis cannot be completely excluded in the appropriate clinical setting. No evidence of bowel obstruction. Mild colonic diverticulosis without CT evidence of acute diverticulitis. Appendix is unremarkable. Redemonstration of prior ventral herniorrhaphy. There are 2 supraumbilical fat containing ventral hernias, one paracentral to the left and the other one more superior paracentral to the right, without significant interval change since prior study. Impression: no definite acute findings in the abdomen or pelvis . Revision preoperative complaints: (B)(6) 2018: (B)(6) surgical associates & urology. (B)(6), md. Office visit. Chief complaint: follow up CT scan. History of present illness: ¿55-year-dd male with the previous ventral hernia repair after a retroperitoneal exploration. He has significant abdominal girth due to obesity seems to have a recurrence of his ventral hernia, but I wasn't able to completely delineate the size of the hernia recurrence. I sent it for a CT scan which shows the recurrence to actually be two independent hernias. The superior hernia small with a moderate sized hernia sac and just below the previously fixed hernia. Inferior hernia is at the umbilicus and actually maybe a portion of an eventration which is trending towards the hernia likely, should be fixed as well. There is a segment of intestine directly under the mesh, which could be significantly scarred to the mesh. The patient would like the hernia's repaired. Physical exam: ¿abdomen: inspection and palpation: no tenderness, guarding, masses, rebound tenderness, or cva tenderness and soft and non-distended. Bowel sounds: normal. Hernia: due to the CT seen imaging, I can better appreciate the two incisional midline hernias, and they do seem to be reducible.¿ assessment/plan: ¿it is likely that we can repair this hernia with one piece of mesh laparoscopically, but his previously placed hernia mesh could have significant adhesions to his intestine which may require an open procedure, and I warned him of this. Will definitely attempt at laparoscopically first. I will try to perform a primary closure followed by an underlie placement of ventral hernia mesh. The patient may be able to be discharged home on the day of surgery, but we will arrange for them to have observation available if needed. I discussed risks and benefits of ventral hernia repair with the patient, and all questions were answered .¿ (B)(6) 2018: (B)(6) center. (B)(6), md. Emergency department. Presents with abdominal pain . [Ed records not provided]. (B)(6) 2018: (B)(6), md. Radiology x-ray acute abdomen with 1 view. Indication: abdominal pain, diarrhea and ventral hernia. Comparison: CT abdomen/pelvis (B)(6) 2018 and CT chest (B)(6) 2018. Abdomen: bowel gas pattern is nonobstructive. No significant dilatation of the small or large bowel loops. No abnormal calcifications. No organomegaly. Lumbar spine spondylosis. Redemonstration of postsurgical changes of hernia repair. Impression: 1. No acute cardiopulmonary abnormality. 2. Nonobstructive bowel gas pattern. 3. Postsurgical changes of hernia repair again noted . Revision date: (B)(6) 2018; hospitalization (B)(6) 2018. (B)(6) 2018: (B)(6), md. Discharge summary: hospital course: ¿55 -year -old male who presented on (B)(6) 2018 for laparoscopic ventral hernia repair. The patient underwent ventral hernia repair which essentially was an augmentation to his previous hernia repair as this recurrence was at the edge of his previously placed mesh. After his recurrent incisional hernia repair, he was admitted to the floor for pain control. On postoperative day 1 he did develop some urinary retention and an elevation in his creatinine. On the evening of postoperative day 1 he began to have some tachycardia, fevers. He continued to have some urinary retention and his creatinine did elevate to 2.6, after placement of a foley his creatinine began to decrease. He does have copd and he did have some oxygen saturation issues while admitted, and seemed to have some pulmonary effusions present though this did decrease over the course of his admissions. He continued to have low-grade tachycardia throughout his visit. He never developed a formal fever. He also had a low grade white count, reaching a high of 13.6 though this decrease during his visit as well. Clinically, he continued to improve after postop day 1 and by postoperative day 4, (B)(6) 2018, his creatinine had dropped to almost its baseline, and he was having good urine flow without hesitation. He is feeling quite good, though he only had 1 small bowel movement. He was tolerating a diet and it had flatus. His abdomen is soft throughout his stay. He was somewhat insistent on going home by postoperative day 4, he was felt in good condition at discharge home, after being evaluated by both the hospitalist service and the surgical service. His hemoglobin had dropped during his hospital stay, but it was felt this was most likely due to dilution. He did not have any significant blood loss during the procedure. In the of discharge, he was given strict instructions to call for any problems or complaints. Condition: good. Surgical wound: dry, intact. Abdomen: soft, distended mild distention, though not significantly different than preoperative state. Mostly due to abdominal obesity. Problems; recurrent ventral incisional hernia. Medications: symbicort, inderal, lisinopril, hydrochlorothiazide, atorvastatin, tamsulosin, and amlodipine. Follow up in 1 week. No lifting > 10 pounds for 6 weeks. Wound care: keep dressing clean and dry. Do not remove bandages if possible. Disposition: home, self-care . Relevant medical information: (B)(6) 2018: (B)(6) center. (B)(6), md. Hospital admission. (B)(6) 2018: emergency department. [Ed physician not listed.] Walk in with abdominal pain. [No ed records provided ]. (B)(6) 2018: dr. (B)(6). Laboratory report: ethyl alcohol: 43 [<10] mg/dl . (B)(6) 2018: (B)(6), md. Radiology: CT abdomen/pelvis with contrast. Comparison CT abdomen/pelvis (B)(6) 2018. History: 55 -year -old male with abdominal pain and pancreatitis. Findings: there is peripancreatic fluid. There is fluid noted tracking along the anterior pararenal space bilaterally. Postsurgical changes are noted consistent with ventral anterior abdominal wall hernia repair with associated mesh. There is a 2.0 cm nodule noted involving the subcutaneous tissue adjacent to the anterior abdominal wall incision. There is fluid noted tracking along the duodenum as well as abutting the gallbladder. There are a few scattered diverticuli. There are a few scattered diverticuli. There is no evidence of gross focal or segmental bowel wall thickening is. There is no evidence of complex mass lesions to support abscess . (B)(6) 2018: (B)(6), md. History and physical. Chief complaint: ¿hurting real bad.¿ history of present illness: ¿55 -year -old male with a history of alcohol abuse and pancreatitis coming in with one day history of increasing abdominal pain that started last night after drinking 2 bottles of wine. The pain is described as sharp and is not exacerbated by eating or drinking. Drank some pepto-bismol but he only threw that up. He admits to having fever, chills and loose stools. Denies any hematemesis and hematochezia nor melena. He declined our last offer to refer him to aa.¿ physical exam: gi/abdominal exam: ¿present: distended, guarding, soft, tenderness.¿ denies alcohol use. Assessment: alcoholic pancreatitis. Plan: ¿admitted to medical, nothing by mouth, IV normal saline at 150 ml per hour, IV thiamine, IV ativan, IV morphine and zofran, gi and dvt prophylaxis, try to prevent alcohol withdrawal, further workup will depend on our findings and patient response .¿ (B)(6) 2018: (B)(6), md. Radiology: kub [kidneys, ureters, bladder]: findings: ¿large amount excessive small bowel and colonic gas seen throughout the abdomen in a nonspecific distribution. No evidence of bowel obstruction although some degree of ileus and/or gastroenteritis may be present. No pneumoperitoneum or pneumatosis. Surgical changes consistent with hernia repair but I see no findings of bowel surgery .¿ (B)(6) 2018: (B)(6), md. Radiology: kub: impression: ¿findings suggesting adynamic ileus. Findings suggest prior ventral herniorrhaphy .¿ (B)(6) 2018: (B)(6), md. Discharge summary: ¿ (B)(6) is a 55 year old male admitted with acute pancreatitis and was given nothing by mouth, tongue IV normal saline, IV timentin IV ativan as well as IV morphine and zofran. Meropenem was added following day. By the third hospital day the IV fluids were discontinued diet was advanced to soft. However he developed an ileus and he was restarted on IV fluids. The lipase and liver function tests all decreased. Pancrease was added with meals his diet was advanced to regular and he has tolerated this. Ileus had resolved. He has been counseled on alcohol cessation daily and does not want to go to alcoholics anonymous. Medically he is stable and his hospital course has been otherwise uncomplicated. Medications: symbicort, inderal, lisinopril, hydrochlorothiazide, atorvastatin, tamsulosin, ventolin, pancrease and amlodipine. Regular diet. Home, self-care. Follow up with dr. (B)(6), (B)(6) 2018 . (B)(6) 2018: (B)(6) center. (B)(6), md. Hospital admission. (B)(6) 2018: emergency department. [Ed physician not listed.] Arrived via ambulance with abdominal pain . (B)(6) 2018:(B)(6), md. Radiology: CT abdomen/pelvis. Indication: abdominal pain. Comparison: kub (B)(6) 2018. Impression: ¿1. There is mild fat infiltration adjacent to the pancreas. Question pancreatitis. Laboratory correlation would be helpful. 2. Single origin for the celiac artery and the sma. 3. Atherosclerotic vascular disease. 4. T and l spine spondylosis. Ankylosis of both si joints. 5. Postop change consistent with ventral hernia repair .¿ (B)(6) 2018: (B)(6), md. History and physical. Chief complaint: "hurting in my stomach real bad.¿ history of present illness: ¿(B)(6) is a 55 -year -old male with history of pancreatitis and had been doing well until one to 2 weeks prior to admission when he began having mid epigastric abdominal pain that he described as being sharp and nonradiation only to worsen last night and this am. The pain is exacerbated by eating and moving around and he has not had anything to see if it would help relieve it. The 2 doses of demerol given in the emergency department has not helped according to him. He says he has not had any alcohol for the last 3-4 months until last week when he try some wine which he could not tolerate. He did have nausea and vomiting plus chills but no fever, diarrhea, hematemesis nor hematochezia.¿ physical exam: abdomen: present: distended, guarding, soft, tenderness. Assessment: acute on chronic pancreatitis. Plan: admitted to medical, nothing by mouth, gi and dvt prophylaxis, IV normal saline, IV morphine and zofran, IV thiamine, IV ativan when necessary, seizure precautions, further workup will depend on our findings and the patient response . (B)(6) 2018: (B)(6), md. Discharge summary: ¿(B)(6) is a 55 year old male mr. [Sic] hypertension. Presented with abdominal pain and found to have elevated pancreatic enzymes consistent with pancreatitis. He did have alcohol consumption history he was admitted for alcoholic pancreatitis. Patient admitted to the floor given supportive care, IV fluids, pain medications. He did very well with this and responded fairly quickly. His diet was advanced and his pancreatic enzymes reduced. Ultimately his pain completely resolved and he was able to tolerate regular diet. His blood pressure elevated during his time at discharge is resumed on his usual anti hypertensives. His hospital course fairly unremarkable. He did have dyslipidemia but not somewhat show that would explain the pancreatitis and have itself. This will require attention as an outpatient. Strongly advised to discontinue alcohol consumption. The patient discharged in good condition having tolerated a regular diet with no abdominal pain, no nausea and vomiting. Although not normal, pancreas alkens is improved considerably during his hospital course.¿ medications: zofran, hydrodiuril, lipitor, ventolin, flomax, amlodipine, symbicort, inderal, prinivil, pancrease. Home, self-care in good condition. Follow up with dr. (B)(6) on (B)(6) 2018 . It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was revised. It was reported the patient alleges the following injuries: recurrent hernia, chronic pain, "numerous intra-abdominal adhesions," "colon and omentum being adhered to the mesh." Additional event specific information was not provided.